Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/ dimensional verification/functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed two used catheters in opened conditions. A leak test was conducted on both devices. A leak was not able to be confirmed on catheter 1, but a leak was confirmed on catheter 2 between the connector cap and catheter tubing. Tug and twist tests were conducted revealing that the proximal assemblies were secure. The caps were removed revealing suture strings wound in the connector caps. The flare on catheter 1 appeared normal while the flare on catheter 2 was found sheared in the threads. Five unopened catheter sets were also returned. The sets were opened and leak tested. No leaks were noted. Device attributes were measured and found to be within manufacturing specification, except for the number of threads showing between the mac-loc hub and connector cap on catheter 2. Catheter 2 is out of specification per manufacturing instructions - too many threads showing. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Clinical assessment: a leaking hub could potentially lead to inadequate drainage or infection potentially resulting in significant harm. Since the leak on the second device was confirmed and the leak had been discovered immediately after placing the device then the most probable cause of this event is manufacturing related. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, device evaluation, and the results of our investigation, the actual root cause has been determined as manufacturing related (operator related). Applicable department is currently going through defect awareness training. Appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient utilizing a ultrathane mac-loc locking loop multipurpose drainage catheter had a routine bilat nephrostomy tube change on (B)(6) 2018. On (B)(6) 2018, the patient returned to the hospital stating it was leaking. The facility speculated their connection to the drain bag was the issue, therefore connections were checked and bandages were changed. The patient returned to the hospital on (B)(6) 2018 presenting the same issue and stated the bandages were wet in the evening on (B)(6) 2018. The patient was prepped or a nephrostogram and a pinhole leak was seen between the catheter and hub. The device was removed and replaced with another 8.5fr ultrathane mac-loc locking loop multipurpose drainage catheter. The device was connected and clamped to a drain bag where another pinhole leak was seen in the same location. The new device was removed and replaced with a competitors 8fr drainage catheter. The patient did not experience any adverse effects due to this occurrence.